Event description:
It was reported that, "the drill bit broke."

Manufacturer narrative:
Evaluation summary. The results of the investigation indicate that the drill fractured due to a combination of torsional and ductile overload. It is believed that the insertion/extraction angle was excessive and in combination with an applied bending load resulted in a fracture.